Event description:
It was reported that the patient experienced a loss of osseointegration (B)(6), 2014 resulting in fixture loss.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed april 17, 2014.